Event description:
The needle of the rapid subcutaneous insulin infusion set broke when the pt attempted to remove it. A portion of the needle remained under his skin. No attempt has been made to have it removed.